Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power and a21 error test.a33 alarm during basic occlusion test and prime/a33 test due to loose/protruded drive support disk. Unit received with minor scratched display window. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing endcap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during an infusion set change. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out and not recessed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.